Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 5.5 exp verse unitized set scr the threads of the set screw were deformed, and no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of 5.5 exp verse unitized set scr in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for 5.5 exp verse unitized set scr. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawing reflecting the current and manufacture revision was reviewed: -expedum verse single lock¿ dwg-887042477_rev d device history lot - the DHR of product code: 199721001s lot : yg1131 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 02.07.2021 qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a posterior spinal fusion, ranging thoracic-lumbar-pelvic areas (th11-s1), for the treatment of asd adult spinal deformity (asd) the expedium verse system was applied. When the set screw was inserted into the implant (unk), the set screw became cross-threaded. The procedure was completed without surgical delay. The patient was stable. The patient was x-rayed, and it was confirmed that no fragment had been left in the patient's body. This report involves one (1) expedium verse spine system unitized set screw. This is report 1 of 2 for (B)(4).